Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03336/03338).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, on (B)(6) 2014, patient underwent a revision procedure due to multiple dislocations, pain and darkened soft tissue.